Manufacturer narrative:
Correction to a1: patient identifier [changed to none as there was no patient involvement (previously reported as unknown)]. Additional information was added to b5, h4, h6, and h11. Additional information was added to b5: the circulating staff identified the particulate matter before it got to the patient. H4: the lot was manufactured in june 2024. H11: the actual device was not available; however, retained sample was provided for evaluation. Visual inspection of the retained sample did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified on the retained sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small piece of black plastic was spotted within the tube (below the filter - was too large to go through) of an easy flow ultra-set. It was identified before use. There was no patient involvement. No additional information is available.